Manufacturer narrative:
Report date was corrected.

Manufacturer narrative:
The device in this case has been discarded by the user. Photographs have not been provided. The device history was not reviewed due to the lot number not being provided.

Event description:
Upon advancing the worley cs catheter and contrast injection, we appeared to have dissected the coronary sinus ostium. This was then confirmed by the advancement of a 0.014" wire which advanced into the pericardium. At this point, we decided to abort the lv lead placement and plugged the lv port for a future attempt. The reported device was discarded and will not be returned.